Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was continuously rebooting. A field service engineer (fse) logged into the care fusion admin, verified the network configuration and identified a duplicate internet protocol address and required new ip address. Fse further investigated and identified that the power supply was failed, replaced the power supply and the customer verified the operations in application. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had the device kept rebooting. The customer had shut it down and left it off for 10 minutes, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.